Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed a tear measuring approximately 14 cm located in the posterior aspect. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 500cc and experienced a redness and swelling on the left side post-operatively. The patient was prescribed antibiotics to treat what the physician believed to be an infection. This failed and as a result, the patient underwent explantation on (B)(6) 2019, where it was discovered the left implant was ruptured.